Manufacturer narrative:
UDI related data quality updates only. Incorrect primary di number provided in the initial MDR. Correction in d4 - primary UDI number.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a cardioflo¿ sensor 60" kit w/ safeset¿ where the customer reported that they encountered issues with disparities between the hemodynamic values that are generated with cardioflow. Physicians have placed a cardioflow device on a radial art line in conjunction with a pulmonary artery (pa) catheter to compare the information between the two. Certainly, there is a difference between how the values are derived and calculated, however the difference is so dramatic that the physicians are not trusting the cardioflo values and at this point do not see the value in using in a patient with a radial arterial line. There was patient involvement, but no adverse event or patient harm reported.